Manufacturer narrative:
D4: the correct catalogue # is 2c4063k, previously submitted as asku. D4: the correct lot# is 21c043, previously submitted as asku. D4: the correct UDI# is (B)(4), previously submitted as ni. G4: PMA/510k # or bla # is na, previously submitted as ni h10: the actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph using the naked eye which reveal fluid inside the bladder. The photograph suggested an underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: it was recently clarified that the photographed sample (previously evaluated) was not the device involved in this event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device underinfused; more than 10% residual fluid remained in the device. The issue was identified during patient infusion. The device was filled with 13.5g piperacillin/tazobactam. There was no patient injury or medical intervention associated with this event. No additional information is available.